Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction and inserted into the patient in 2008, at 6:25pm. The pump alarmed and stopped pumping in the early morning 2008. As a result, the md removed the iab and found that the membrane had ruptured. The md noticed blood in the catheter. Another iab was not inserted. There was no reported patient complications.

Manufacturer narrative:
Follow-up report will be field if additional information becomes available.